Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over-retracted.

Event description:
It was reported that during implant the screw in lead became stuck and the physician was unable to extend or retract the helix. The lead was removed and replaced. No complications have been reported as a result of this event.